Event description:
It was reported that product was smoking and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. No further attempts to retrieve the device are required. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: probe smoking and sparking. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle, console error. Use errors: incorrect power level set.

Event description:
It was reported that product was smoking and sparking.